Event description:
No blood glucose levels reported. The customer reported frozen display on the insulin pump. The customer also reported that the buttons on the insulin pump were unresponsive. The battery of the insulin pump was reinstalled to no avail. The customer also reported that the time clock of the insulin pump was not changing. The customer was advised that the insulin pump would need to be replaced. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.